Manufacturer narrative:
(B)(4). Batch # p93v3w. Device analysis: the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a miles resection, the mobile jaw part is removed during use. The surgery was not delayed and was completed successfully. Fragments were generated but easily removed with no additional intervention. There were no patient consequences.